Manufacturer narrative:
Manufacturing dates: feb 21, 2005 and mar 28, 2005. Visual examination of the returned device revealed that the fracture was located at the probe¿s distal tip. Device was then sent for fracture analysis. The fracture analysis report shows evidence of plastic deformation and a rough appearance across the entire surface, indicating that the probe underwent a static failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the curved thoracic pedicle probe becoming broken cannot be positively determined. However, per the fracture analysis report it was noted that evidence of plastic deformation and a rough appearance across the entire surface was present, indicating that the probe underwent a static failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint product is available for the investigation. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery while removing the awl the tip of the instrument is broken without lever action. The 4 cm broken part of the awl to stick in the vertebral body. The part was removed by drill bit.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.